Event description:
A peritoneal dialysis (pd) experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿improper operation¿. On an unspecified date, the patient was hospitalized and treated with unspecified anti-inflammatory drugs, protein, and amino acids for the event. The patient outcome and patient retraining on the proper aseptic technique were not reported. At the time of this report, pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date "two days ago". This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.